Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood result reading of "hi". Customer's sister states that her brother feels well, but she states she has suggested to her brother to seek medical attention. Customer's sister states that she is unaware of her brothers expected blood results. Verified the strips expire on 03/20/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer's sister states that her brother feels well, but she states she has suggested to her brother to seek medical attention. Customer's sister states that she is unaware of her brothers expected blood results. Verified the strips expire 03/20/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6).